Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the pin on rear cab breakout had broken off. The breakout assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional. The breakout assembly was returned to the manufacturer for analysis. Analysis found that the lemo pin 12 (ground) was broken. Physical damage was confirmed on the rear cab breakout. Analysis found that the reported event was related to a electrical issue.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the imaging device had a broken lemo 12 (ground) pin, making the device unusable. There was no patient present when this issue was identified.